Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2013. The fse inspected the instrument and found the rinse block on the aspiration probe was not traveling to the end of the probe as a result of the striker plate being worn. The fse found jagged edges on the striker plate and filed them down which allowed the probe wipe to move smoothly up and down the probe to resolve the leak. The failure mode for the leak was a worn striker plate on the probe wipe not allowing the rinse block to appropriately rinse between samples. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that was a fluid leak from near the rinse cup on the coulter hmx hematology analyzer with autoloader. The volume was reported as a few drops and the leak was not contained. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. Patient results were not affected. No death or injury is attributed to this event and there was no change to patient treatment.